Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead bipolar pacing impedance had been falling steadily in the last couple of years and several lead warnings had triggered due to low impedance measurements. The ra lead was reprogrammed to unipolar pacing and remains in use. It was noted the patient will be traveling and monitoring via remote monitoring was considered at this time. In addition, a comparison of the use before date field and implant date found the lead was implanted after the use before date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead bipolar pacing impedance had been falling steadily in the last couple of years and several lead warnings had triggered due to low impedance measurements. The ra lead was reprogrammed to unipolar pacing and remains in use. It was noted the patient will be traveling and monitoring via remote monitoring was considered at this time. No patient complications have been reported as a result of this event.